Event description:
The initial reporter stated they received discrepant results for one patient sample tested with creatinine plus ver.2 on a cobas c 503 analytical unit. The patient sample initially resulted in a creatinine value of 471 umol/l. The patient went to the emergency room where a second sample was collected and the creatinine result from this sample was normal. The complained patient sample was then repeated, resulting in a creatinine value of 96 umol/l. This value corresponded to the patient's previous results.

Manufacturer narrative:
The creatinine reagent lot number and expiration date were requested, but not provided. A review of alarm trace data showed frequent abnormal aspiration alarms. These are indicators of possible poor sample quality. The field service engineer checked the cell rinse station and the rinse volumes. A valve and the sample probe were replaced. The reaction cells were cleaned. Hardware check results passed and the instrument was working within specifications. The investigation determined the service actions resolved the issue.